Manufacturer narrative:
On (B)(6) 2020 a patient was intended to receive a perceval pvs27 sutureless aortic heart valve implant. The manufacturer was notified that on the same day the valve was explanted intra-operatively. The manufacturer received additional information from the physician identifying the following. The operation was a right anterior thoracotomy mini avr. The device was explanted because the annulus was too large for a xl perceval valve. There was no issue with the device function. An edwards magna ease 29 mm valve was used instead. The patient did well. An additional 66 minutes of x-clamp was used to place the second valve. The device is no longer available for examination. Based on the information received the intra-operative device explant was a result of a an undersizing of the valve and was not a result of any device related malfunctions or deficiencies. Therefore the root cause of the reported event is not device related and is deemed to be cause traced to user : unintended use error caused or contributed to event - mis-sizing. Fields changed: b4, b5, g4, g7, h2, h6.

Event description:
On (B)(6) 2020 a patient was intended to receive a perceval pvs27 sutureless aortic heart valve implant. The manufacturer was notified that on the same day the valve was explanted intra-operatively. The manufacturer received additional information from the physician identifying the following. The operation was a right anterior thoracotomy mini avr. The device was explanted because the annulus was too large for a xl perceval valve. There was no issue with the device function. An edwards magna ease 29 mm valve was used instead. The patient did well. An additional 66 minutes of x-clamp was used to place the second valve. The device is no longer available for examination.

Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2020 a patient was intended to receive a perceval pvs27 sutreless aortic heart valve implant. The manufacturer was notified that on the same day the valve was explanted intra-operatively. No further information was received.